Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt used to be an experienced ci user for over 3 years. He was doing well, but reported of unpleasant non-auditory sensation when the speech processor was switched on. Testing carried out on (B)(6) 2011, shows 11 electrode channels in increased impedance, as well as the measurements of the remaining 1 channel in status ok being inconsistent.